Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl). The customer stated the cause of the low bg level was unknown. Juice and peanut butter were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Bolus requests of 20 units was made 8:33pm on (B)(6) 2017, and the next bolus wasn't requested until 6:18pm on (B)(6) 2017. Basal rate was adjusted to 2.15 u/hr for the entire day on (B)(6) 2017 and (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Keeping a constant basal rate setting throughout the day could cause low bg levels. Users basal rate settings have since been adjusted.